Event description:
Pt seen approximately 1 year prior with history of possible four years of ruptured implants. Pt, for whatever reason delayed surgery until now. It was noted the day of surgery that pt had an infection with cellulitis of the left breast, with silicone leaking through the old scar, causing infection. On the right side, silicone had come to a head just below the skin, but not infected yet.